Event description:
(B)(6) age male pt underwent a lafort 1 procedure in (B)(6) 2011. Pt returned for a f/u visit in (B)(6) 2012 for the addition of 2 add'l plates. During x-ray before the procedure it was determined that the 2 medial plates closest to the nose were fractured. The plates were removed on (B)(6) 2012 and replaced with add'l hardware. As of f/u visit in mid feb, pt is doing fine. According to the father, the pt has been compliant in his postoperative diet.

Manufacturer narrative:
The lefort 1 procedure brings the lower midface forward, from the level of the upper teeth to just above the nostrils. The osteotomy involves separating the maxilla and the palate from the skull above the roots of the upper teeth through an incision inside the upper lip. The maxilla is fixed in its new position with titanium screws and plates. Review of internal mfg records show no nonconformances for this product in last 3 years. Review of internal complaint database shows only one complaint of breakage in 2004 for a pt who suffered a postoperative panfacial fracture due to automobile accident. Per father, pt has been compliant with eating instructions (soft foods only). These plates are designed for temporary fixation only and are not meant to be load bearing. The product is designed for temporary fixation only until osteogenesis occurs. The IFU warns the use of undersized plates or screws in areas of high functional stresses may lead to implant fracture or failure.